Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of em2400 valve sets leaked near the connection with the inlets. This occurred during product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between april 16, 2023 ¿ april 17, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.